Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous left antebrachium. The 6.0mm x 40mm sterling balloon was advanced and during the first inflation, the balloon ruptured at 8atms. The device was removed and the procedure was completed with different device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: magnified inspection revealed a longitudinal tear in the balloon wall from the proximal to distal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous left antebrachium. The 6.0mm x 40mm sterling balloon was advanced and during the first inflation, the balloon ruptured at 8atms. The device was removed and the procedure was completed with different device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).